Manufacturer narrative:
The electrolyte injection cup overflow issue was resolved by routine troubleshooting. The root cause of the overflow was not determined. (B)(4).

Event description:
Customer called to report that the electrolyte injection cup (eic) on the synchron lx clinical system, model lx20 pro, was overflowing. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to stop the instrument and to look for obstructions in the eic and the j6 and j10 valves. Customer found no obstructions. Customer then homed the instrument and primed the ion selective electrode without error. Customer also calibrated the electrolytes, and found that the eic did not overflow. Customer then reran patient samples, and no erroneous results were generated; therefore, the troubleshooting effectively resolved the instrument issue. Customer stated that no one was exposed to or harmed by the leak/overflow.